Event description:
After the start of the spect study the camera detector got too close to a 5 month old pt. The father of the 5 month old pushed hard on detector and activated the collision detection. The pt was removed from the table. There was no reported injury to the pt.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).